Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to the rubber ring not being fully attached to the maj-207. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - 8 assembling and inspecting the suction valve. 8.1 assembling the suction valve. 1. Press the valve into the main body as shown in figure 6. -8.2 inspection after assembling (figure 6) 3. Verify that the valve is correctly attached to the main body. 4. Visually inspect the valve and the spring for cracks. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the customer have not returned the device for evaluation. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the suction valve, had the rubber ring remain in the connection on the scope. The issue occurred during the procedure. The procedure was unknown. There were no reports of patient or user harm associated with this event.